Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx coronary drug eluting stent to treat a mildly calcified and non-tortuous lesion located in the proximal lad. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. It was reported that the stent struts were raised up from the balloon after one failed delivery attempt. The patient status post-procedure is alive with no injury.